Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with peritoneal dialysis nurse (pdn) on (B)(6) 2010, who verified there was no patient injury or medical intervention associated with the incident. The pdn stated the patient and caregiver were retrained on the proper therapy procedures. This complaint of a leak and system error 2240 (air in set) that occurred during dwell 6 of 7 was not confirmed due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. The root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted baxter?s global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice machine during dwell 6 of 7. There was a leak noted under the bag. The caregiver (cg) was advised to let the nurse know about the alarm. The patient would complete therapy via manual exchange. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
The account alleged that the patient positioning monitor (ppm) alarm is not working. A pt exited the bed and the alarm did not go off. There were no reported injuries.